Manufacturer narrative:
Unknown manufacturer: a catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D4. Medical device expiration date: unknown. D4. Unique identifier (UDI) #: unknown. H4. Device manufacture date: unknown. D2b. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: fpa (set, administration, intravascular). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 1 of 2: it was reported while using an unspecified bd vacutainer® ultratouch¿ push button blood collection set, the needle did not retract all the way and the end-user was stuck with the needle. The following information was provided by the initial reporter: "currently use the vacutainer ultratouch push button blood collection set, which staff are unfortunately still having needlestick injuries with." "Butterfly-missed the patient during a blood draw & needle didn't close all the way;" "all resulted in body fluid exposure with blood draw follow up for 6 months." There was no other health impact or consequences reported.

Manufacturer narrative:
The MDR submitted with MFR report #: 2243072-2024-01267 was submitted with the incorrect site registration number. This MDR is now void and an MDR with the correct site registration number will be submitted.

Event description:
Report 1 of 2: it was reported while using an unspecified bd vacutainer® ultratouch¿ push button blood collection set, the needle did not retract all the way and the end-user was stuck with the needle. The following information was provided by the initial reporter: "currently use the vacutainer ultratouch push button blood collection set, which staff are unfortunately still having needlestick injuries with". "Butterfly-missed the patient during a blood draw and needle didn't close all the way". "All resulted in body fluid exposure with blood draw follow up for 6 months.". There was no other health impact or consequences reported.